Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose value was 40 mg/dl at the time of incident. The customer did not provide details regarding symptoms or treatment of their low blood glucose episodes. It was not reported whether auto mode was active at the time of the incident. The customer also stated that they did not receive an alert of low blood glucose. Customer was assisted with troubleshooting and the issue was resolved. The insulin pump will not be returned for analysis.